Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 12jan2021.

Event description:
It was reported to philips that the device had a touchscreen failure. The device was not being used on a patient at the time of the event. The initial reporter confirmed that there was no adverse patient impact. An authorized service personnel (asp) contacted the customer to find that the device was out of warranty and refused service by philips. The customer had already asked a third party to repair the device. As the device was not available for evaluation, the reported issue remains unknown. No additional details regarding the reported issue and its resolution are available. The device remains at the customer site.